Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being explanted and the electrode was found to be stuck in the setscrew. A couple of different wrenches were used without being able to release the electrode. Technical services recommended some useful techniques to release the electrode, but this was not succeeded. However, further information was received indicating mineral oil was applied in this s-ICD and the header had to be broken with the help of a drill to remove the electrode. Subsequently, this s-ICD was successfully explanted and replaced, while the electrode remains in service as it was re-connected to the new implanted s-ICD. This device is not expected to be returned for analysis and no additional adverse patient effects were reported.